Event description:
A customer contacted beckman coulter inc. (Bec) regarding high mchc and low mcv results generated by two unicel dxh 800 coulter cellular analysis systems in their laboratory; as compared to results generated on a different instrument. The erroneous results were not reported outside of the laboratory. There was no affect to patient with regard to this event. There were no instrument generated messages or flags on any run. The customer performed an investigation for cold agglutinins, lipemia, etc., and found no reason for the elevated mchc and low mcv values obtained on the 2 dxh 800 instruments. The raw data and histogram information were reviewed and no abnormality was found. The results provided by the customer are shown. This report documents the results generated by dxh 800 serial number (B)(4). A separate MDR report has been submitted to document the results generated by the other instrument involved in this event.

Manufacturer narrative:
Controls run before and after the event recovered within expected ranges. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Control and interlaboratory quality assurance (iqap) data submitted indicate instruments are in control and correlation studies show inter-instrument variability is within limits established by this lab. Per bec labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. The root cause for this event is unknown but may be associated with this specific patient. MDR#1061932-2011-02647 has been submitted to document the results generated by dxh 800 serial number (B)(4).